Event description:
The advocate stated the customer's blood glucose readings had been higher than usual. He stated the customer received a blood glucose reading of 400 mg/dl using his contour meter. He retested using another meter and received a reading of 128 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.